Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. "And "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-00635 /- 00636).

Event description:
Legal counsel for patient reported that the patient had an initial left hip arthroplasty on (B)(6) 2009. Revision operative report noted patient was revised on (B)(6) 2014 due to pain and acetabular loosening. Operative report further noted the presence of metal debris, no bony ingrowth on the cup and metal discoloration on the acetabular bone. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor cup and a biomet head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.